Manufacturer narrative:
Samples from the second and third patient were provided for investigation. A sample from the first patient could not be provided. The two available samples were tested and found to have interfering factors present. The elevated estradiol results on these patient samples is most likely due to anti-streptavidin interference.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for three patient samples tested for estradiol on an e module analyzer. Results were higher when compared to the beckman coulter dxi800 analyzer and abbott architect analyzer testing methods. All three patients were children who are pre-menstrual, so the concentration of estradiol is expected to be low. The first sample initially resulted as 102.3 pg/ml. The sample was repeated on the same analyzer and resulted as 126.3 pg/ml. The sample was repeated on a beckman coulter dxi800 analyzer and resulted as 14.2 pg/ml. All results were reported outside of the laboratory. The second sample, from a 7 year old female, initially resulted as 67.0 pg/ml on (B)(6) 2014. The sample was repeated on the same analyzer and resulted as 55.2 pg/ml on (B)(6) 2014. The sample was repeated on a beckman coulter dxi800 analyzer and resulted as 4.2 pg/ml on (B)(6) 2014. All results were reported outside of the laboratory. The customer later repeated the sample on an abbott architect analyzer and the result was < 10 pg/ml. The sample was also repeated on the same e module and resulted as 74.4 pg/ml. The third sample, from a 9 year old female, initially resulted as 78.3 pg/ml on (B)(6) 2014. The sample was repeated on the same analyzer and resulted as 96.4 pg/ml on (B)(6) 2014. The sample was repeated on a beckman coulter dxi800 analyzer and resulted as 7.0 pg/ml on (B)(6) 2014. All results were reported outside of the laboratory. The customer later repeated the sample on an abbott architect analyzer and the result was < 10 pg/ml. The sample was also repeated on the same e module and resulted as 97.9 pg/ml. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The e module serial number was (B)(4).